Event description:
No new information.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. UDI number updated.

Event description:
It was reported that a patient suffered burns to the right corner of the mouth due to overheating of the dental motor / vaseline applied to the lip at the end of the procedure. During outpatient surgery for wisdom tooth extraction, the surgeon reported abnormal heating of the motor and handpiece, posing a serious burn risk. A burn occurred on the lower right lip during the procedure. The surgeon completed the procedure manually to avoid further injury. A plastic surgeon was consulted post-operation.